Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es, the device was on blue screen after the 1.8 upgrade. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 07-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was stuck in a blue screen. A field service engineer (fse) remotely connected to the station and attempted to reset the automatic launch settings for the application, but the issue persisted. The fse reran the component manager, rebooted the device to launch the application and resolved the issue. The system functioned as intended after the field service engineer troubleshot the device.